Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer rejected the quote, therefore philips did not perform any work on the system and no additional information could be obtained from the customer. However, the same issue recurred on september 29, 2024, and the rse instructed the customer execute a cold restart, which restored the system functionality. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.